Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms were observed. A lead fracture was suspected. An invasive procedure was performed. The lead was explanted and replaced and the crt-d remained implanted and in service for three additional months and was then explanted and replaced due to infection. No additional adverse patient effects were reported. Please reference report 2124215-2015-08534 regarding the infection.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out of range shocking lead impedance measurement of 0 ohms detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed troubleshooting options like considering a commanded shock to be performed. Additional information was received indicating that the patient was scheduled for a follow up check. At this time, there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.